Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated. Retention samples were evaluated for draw volume testing. All tubes performed within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with 460 bd vacutainer® sst blood collection tubes the tubes had a low draw. There was no reported patient impact. The following information was provided by the initial reporter, translated from chinese to english: stage: in use. Defect: low draw. Quantity: 460 pieces. Effects: no other adverse effects on patients.